Event description:
It was reported the customer received a sensor end alert and bad sensor alert. The customer's blood glucose was 165 mg/dl. Customer stated their sensor glucose reading was 46 mg/dl. The customer also reported a bent cannula during troubleshooting for their sensor. The customer's sensor will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.